Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amount when entering values into the pump. Troubleshooting with tandem technical support was performed and the customer was able to enter the correct values. The customer did not deliver a bolus. The customers blood glucose level was not impacted.